Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06396. It was reported that when the patient presented remotely via merlin.net transmission, noise on ra and rv leads were observed. The noise was consistent with lead-to-can abrasion. The patient was stable and being monitored.

Event description:
New information received notes that when the patient presented in the clinic for a device replacement due to elect replacement indicator (eri), leads abrasion was confirmed upon opening the pocket and inspecting. The noise was reproduced on the bench with manipulation. The rv lead was capped and replaced on (B)(6) 2019. The patient was stable.